Event description:
It was reported that during an unknown procedure, while the surgeon was retracting or removing the device, the device fell apart. All pieces were able to be retrieved from inside the patient. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 5/13/2026 d4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.